Event description:
Charge circuit problem, no defib output during post-implant induction. Model 6932 lead low impedance. Leads appear to have migrated some time post-implant and were almost touching when post-implant testing was initiated. Model 6937 lead tested out of spec during MFR's analysis.

Manufacturer narrative:
Eval summary: transistor-shorting, low resistance. This is consistent with damage to the ICD due to lead interaction. Melted conductors, full leads returned. Melting of exposed defib coils possibly from coils touching each other.